Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty treatment procedure, balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous anterior tibial artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced and the balloon was dilated but ruptured on the 1st inflation at 6 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the coyote catheter was received inside a carrier tube (hoop). Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty treatment procedure, balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous anterior tibial artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced and the balloon was dilated but ruptured on the 1st inflation at 6 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.